Event description:
Technical services received a call on 08/16/2011. Caller reported that today at (B)(6) hospital in (B)(6) with dr. (B)(6), they were upgrading to a bi-v device and while trying to put the guidewire into this lv lead, the guidewire perforated the lead. This was done outside the body while on the table so no adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).